Event description:
It was reported that the customer was hospitalized three times due to low blood glucose. Caller stated that the customer had bronchitis and flu which affected his blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.